Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker presented with an alert for consecutive premature ventricular contraction (pvc) episodes. No electrograms (egm) with pvc episodes were transmitted. No egms with pvcs were available for review. There was no known cause for the information to not be transmitted. Patient was stable.